Event description:
Confused pt may have pulled out central line. Portion of device found on floor. X-ray confirmed remainder of line in left subclavian vein & inferior vena cava. Attempt at surgical recovery via left subclavian vein cutdown was unsuccessful. Pt transferred to tertiary facility, where remainder of catheter was snared & removed through the right groin. Pt returned to out facility the same day. There were no complications. Pt returned to nursing home 5/1/95.